Event description:
The patient reported infusion set did not stick due to poor adhesive on (B)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.